Manufacturer narrative:
Analysis found the unit with an excessive no delivery alarm during the excessive no delivery test due to faulty force sensor resistor. Analysis was unable to perform the occlusion test.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.